Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-52 lead implanted: 2009-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible lead fracture was suspect of the right ventricular (rv) lead as the lead was oversensing noise and double counting. A rv bipolar lead impedance warning was also noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.